Event description:
Customer called on (B)(6) 2011 reporting of clenz leak inside the beckman coulter coulter lh 750 hematology analyzer, under the blood sampling valve (bsv) in the drip tray but could not locate the source of the leak. Customer was wearing proper protective equipment consisting of a lab coat and gloves at the time of the event and there was no exposure or injury associated with the event. Customer stated that there was no report of results being affected as a result of the leak and there was no change to patient treatment as well. Field service engineer (fse) removed and cleaned the bsv. Fse then made repairs to the bsv knob (e clip was loose) and adjusted knob end play which eliminated the source of the leak. Root cause for the leak was a loose bsv knob.

Manufacturer narrative:
(B)(4).